Manufacturer narrative:
Additional information was received that the reported condition was attributed to age-related degradation of the oxygen concentration sensor, resulting in measurement inaccuracy. The ventilator continued to operate, and all clinical parameters remained within safe ranges during the event. Therefore, there was no reportable malfunction.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen during a case. There was no patient injury.